Event description:
It was reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support decided to replace the pump with one that includes updated software, provided shipping instructions, and ensured the customer understood the process for returning the faulty pump.